Event description:
Bone screw was placed in proximal tibia during ankle arthroplasty and broke. The doctor sheared off the screw to the bone and left the tip of the threaded portion of the screw in situ. The doctor used another screw to finish the surgery.